Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the patient bmi? 45. Were there any difficulties with device in initial procedure? No. What color cartridges were used? Gst60g, gst60d, gst60b. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any staple formation issues noted throughout care of patient? No. How was the bleeding identified? Imaging postoperatively. What event initiated the reoperation? Patient complained of discomfort. Patient did not require another procedure. Where on staple line was hematoma? According to the surgeon, along the entire staple line. How was the issue addressed? Monitored patient and issue resolved itself without surgical intervention. What is the current patient status? Discharged. Doing well according to surgeon.

Event description:
It was reported that the patient was brought back to the hospital following a sleeve gastrectomy on (B)(6) 2019. Imaging showed a large hematoma along the staple line.